Manufacturer narrative:
The 30-degree endoscope was analyzed, and the failure analysis team did not replicate or confirm the customer-reported event. The endoscope was found to have a damaged attached endoscope adapter (aea) or friction issue. The button was found to have mechanical damage, and other deformation in the cable, discolored housing. In addition the self-test failed. Additionally, the cable failed continuity and isolation, and the payload failed with no image.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted abdominoperineal resection surgical procedure, the 30-degree endoscope's transition between up and down got stuck. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the claim against the product by the customer noting image orientation issue, an investigation is in progress to determine the cause of this reported event. Intuitive surgical, inc. (Isi) has received the endoscope instrument; however, failure analysis has not completed their investigation. Additional information is being gathered to determine the contribution of the device to the customer reported issue. The investigation to determine the cause of this reported event is currently in progress. As such, the probable root cause cannot yet be determined based on the information provided. A follow-up MDR will be submitted when failure analysis has completed their investigation and if additional information is obtained. This complaint is being reported due to the following conclusion: it was alleged that the endoscope moved with unintuitive motion. Poor camera control could result in unintuitive motion and subsequent tissue damage. At this time, the root cause of the failure is unknown. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.